Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The astato xs 40 guide wire was returned for evaluation. At approximately 1.5mm distal to the mid solder set at 15mm from the tip for the purpose of fixing the coil wire onto the core wire, the coil was found elongated distally and then fractured. The core was found fractured at approximately 13mm distal to the mid solder. Observation by scanning electron microscope (sem) found a spiral pattern of dimples on the flat fracture surface of the core wire and helical marks on the side of the core wire shaft near the fracture. These findings indicated that torsion had contributed to the observed fracture of the core wire. The coil fracture end was twisted, indicating that the coil wire fracture was most likely attributed to torsion generated when the coil wire was pulled and straightened. Measurement of the returned guide wire suggested that approximately 2mm of the core and approximately 13.5mm of the coil wire with the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the rotating stress generated with wire manipulation was locally accumulated on the guide wire likely when the wire tip was being caught by the lesion. The accumulated stress would exceed the product's design limit, and therefore, make the core wire fracture. Further applied tensile stress generated with removal made the coil wire to elongate and eventually fractured. Consequently, the distal segment of the astato xs 40 guide wire was detached. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi astato xs 40 guide wire was used during a percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the tibial/peroneal territory. When torquing the astato xs 40 to cross the lesion via an antegrade approach, the wire tip became separated and remained in the patient. The decision was made to leave the wire fragment in situ. The physician then switched to a retrograde approach using a new guide wire, which crossed the lesion successfully. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects related to this event after the procedure. The physician commented that the separation of the wire tip might be attributed to the excessive rotation applied in attempts to cross the lesion.